Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the monitor powered off automatically after being turned on for a period of time, and the serial digital interface cable could not be plugged in due to the defective port. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: the serial digital interface cable could not be plugged in due to the defective port. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject had automatic power trip and monitor had no power during procedure setup. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.